Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient was having an unrelated MRI of the foot. The health care professional (hcp) reported that per the patient the stimulator stopped working and had not been using the stimulator. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.